Event description:
It was reported that the patient had a pain stimulator implanted in 2007 but that it was removed less than one year after implant. It was noted that the patient had a loss of therapeutic effect. It was noted that the patient believed ¿both the implantable neurostimulator and the leads¿ were removed because, they ¿never made a connection¿. It was noted that the stimulation had to be ¿maxed out just right¿ and the patient had to contort and ¿roll up into a ball¿ to be able to feel the stimulation. It was noted that the patient¿s trial worked well.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 3708160, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3708160, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 39565-30, serial# (B)(4), implanted: 2007 (B)(6); product type lead. (B)(4).